Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 12 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure , the catheter was fractured. No patient complications were reported.